Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who received dilaudid (unknown concentration, 7.632mg/day) in an implantable pump for non-malignant pain. The patient experienced the poor communication icon on the personal therapy manager (ptm). The patient did not use an antenna. Placing the ptm over the pump and attempting communication while not moving the ptm until the beeping stopped did not resolve the issue. The issue began on (B)(6) 2016. The patient also experienced more pump movement in the last few days and wanted to know if communication was still possible with a flipped pump. The patient was instructed to follow-up with their healthcare provider (hcp). If the replacement ptm did not resolve the issue, the patient was encouraged to have the pump checked. The patient had a follow-up appointment scheduled for (B)(6) 2016 and a refill on (B)(6) 2016. There were no reported symptoms.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.